Event description:
It was reported that this right atrial (ra) was explanted due to dislodgement. This lead also exhibited high pacing impedance out of range. A new ra lead with the same model was implanted. No additional adverse patient effects were reported.